Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: IV filter set chemo spill. Triple chemo (adriamycin, vincristine, and cytoxan). Detailed inquiry description: end user reports chemo spill with our filter set. Where was the set leaking from specifically (appears to be air filter)? Leaking believed to occur around the 20th (19-23rd hr) hour of the infusion. In latest infusion, they gave over 12hrs instead of 24hrs and no leaking occurred. Air vent on flat side of filter, not the "house" side. Leaking occurred with the same patient every time. The same medication infusion was given to other patients in the same time frame with no leaking. We use b. Braun pumps and there were no reported alarms during the infusion. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.